Event description:
Medically complex patient was in the trauma area of the emergency department. He was on oxygen and being monitored as he was a very sick patient. At 23:05 he had a chest x-ray. From 23:00 to 23:30 physicians and nurses were rounding at change of shift. The computer system was down so rounds were difficult as we were unable to check labs, see if patients were in for beds, etc. This delayed rounds. After rounds, ed md walked past the patient's room and noted him to be in cardiac arrest. There were no alarms sounding from the monitor. I believe his cardiac alarm was not going because he had a pacemaker, so, despite no pulse, the monitor was still recording a rhythm. However, the oxygen saturation monitor was not alarming despite readings of 60-70%. It was unclear how long the patient has been unresponsive as there were no alarms noted during the 30 minutes of rounds. The patient dies after unsuccessful resuscitation efforts. Per biomedical engineering investigation based on the log information that was retrieved, biomed concludes that the physiologic monitor and ed cic behaved as expected. The expected behavior of the ge monitor during an "arrhythmia suspend" alarm is to play a "system" alarm that is broadcasted throughout the unit. The audible portion of this alarm is different than a typical warning, advisory or crisis alarm. The tone is an extended sound. Where the warning/advisory/crisis alarms have more of a "beep beep beep", this type of alarm has more of a "beeeeeeeeeep" or fog horn type sound. This behavior may explain why the monitor was not alarming as one would expect during a code situation, as it was unable to pick up a proper ECG signal.